Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing which resulted in the patient receiving inappropriate therapy which occurred on two different episodes. It was noted that the patient was in the backyard working at the time of the event. Technical services reviewed and the device is programmed to secondary with 1x gain. R-wave amplitude is low and smart pass is programmed on. When the first episode occurred, the device was programmed to primary with 1x gain. Ts discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.